Event description:
It was reported that the plastic sheeting of an automated peritoneal dialysis set, with cassette, had been damaged. The damaged was explained to be the sheeting on the cassette being partially opened, which was found prior to patient use. There was no patient involvement, therefore no adverse event was associated with this event. Additional information was requested, however no additional information was provided.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was requested. A follow-up report will be submitted if additional relevant information becomes available.